Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At the time of filter deployment, the filter leg got stuck and twisted. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At the time of filter deployment, the filter leg got stuck and twisted. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 12/14/2020. The correct g3 date is 12/10/2020. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment another bard g2 inferior vena cava filter was implanted in the left common iliac vein. One of the legs of the filter got stuck on the deployment device and it was twisted although it was in adequate position to protect from left leg deep vein thrombosis. Since the patient had a massive pulmonary embolism and the inferior vena cava was measured at greater than 30 cm, it was decided to place a filter in both iliacs. Therefore, the investigation is confirmed for the alleged twisted filter limbs. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2012). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment another bard g2 inferior vena cava filter was implanted in the left common iliac vein. One of the legs of the filter got stuck on the deployment device and it was twisted although it was in adequate position to protect from left leg deep vein thrombosis. Since the patient had a massive pulmonary embolism and the inferior vena cava was measured at greater than 30 cm, it was decided to place a filter in both iliacs. Therefore, the investigation is confirmed for the alleged twisted filter limbs. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At the time of filter deployment, the filter leg got stuck and twisted. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.